Manufacturer narrative:
Analysis was normal. No anomalies were found.additional information. Device evalution:

Event description:
Related manufacturer reference number: 2017865-2019-09362. It was reported that he patients pacemaker had eroded through the skin. There was small amounts of drainage coming from the erosion site. The physician alleged there to be an infection that was likely due to previous device procedures. The entire pacer system was explanted due to infection. Patient was recovering from procedure.